Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage (hv) output, and the patient notifier were tested, and no anomalies were detected. The device was found to be in backup mode, as well as no longer functionally communicating with merlin programmers. The cause of the field event remains undetermined. The reported event of reset was confirmed, and the reported event of premature depletion could not be confirmed.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable following the procedure. It was also noted that the device was in back up mode. Additional information was requested but not available.